Event description:
Philips received a complaint on the intellispace cardiovascular (iscv) indicating that the user was unable to copy study from iscv to digital versatile disc (dvd) or to local drive, with the system displaying the message ¿study cannot be exported.¿. The device was in clinical use at the time of the event, and no adverse events or harm were reported in the complaint (B)(4). Philips has started an investigation of this complaint.